Event description:
The manufacturer received information alleging a ventilator shut down and failed to alarm. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device did fail to power on but the device alarmed continuously. The device's system board was replaced to address the issue.